Event description:
Related manufacturing reference number: 2017865-2023-01154, related manufacturing reference number: 2017865-2023-01156. It was reported that the patient presented with phrenic nerve stimulation. An x-ray was performed and found the right ventricular, right atrial and left ventricular leads had all dislodged. Both ventricular leads were explanted and replaced. The right atrial lead was repositioned on (B)(6) 2022 . The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and phrenic nerve stimulation. Final analysis found a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The s-curve height was measured to be within specification.